Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer had interacted with the pump within the 12 hour time frame the auto-off feature was set to. The customer's blood glucose level was 198 mg/dl. The customer declined further troubleshooting with tandem technical support.